Event description:
It was reported that during a case at the user facility, the core micro drill was experiencing run-on. The procedure was completed successfully using the same device. No delay, no medical intervention, and no adverse consequences were reported with this event.